Manufacturer narrative:
Results of investigation: the associated complaint device was returned and evaluated. A visual examination of the returned synergy stem with oxinium head exhibited a neck fracture at roughly mid neck. The stem component displayed in/on-growth over a great percentage of the proximal coated area. Noted was scoring and missing porous coating, likely resulting from instrument contact during removal. The femoral head and neck component also exhibited some scratches and scoring on the fracture surface on the femoral stem side and on the head side of the neck. There ae no indications of material or processing deviations. No determination of the reason for this fracture can be made from this investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation cannot be performed. Based on this investigation, the need for corrective action is not indicated. No further medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed due to a hip stem fracture. Hip stem was removed.